Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and there was no unexpected blank display. The device functioned properly. The insulin pump was received with cracked case at the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, broken battery tube threads and cracked end cap. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer called from school and advised the device was shutting off on its own even though they replaced the battery. Customer advised there was a crack on the battery housing and they are not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.